Event description:
The doctor alleges, he was inserting a sling via cystoscopy into a patient with post radical prostatectomy incontinence. He noticed a white area close to the anastamosis site, initially this was thought to be the sling & this was removed, but the area in question remained. This area was then grasped using a optical grasping forcep & a hem-o-lok clip was apparent. The area did not require closure & the clip was removed.

Manufacturer narrative:
Since a product sample has not been returned and the lot number is unknown, we are unable to conduct an investigation and determine root cause related to this reported issue for this device. Our facility will continue to track and trend for similar or like issues. If the product sample or lot number becomes available, we will reopen the complaint.